Manufacturer narrative:
Device disposed of.

Manufacturer narrative:
The reason for this revision surgery was reported as an infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. Due to the short time between the original surgery and the revision, it is possible that the infection was acquired in the hospital (nosocomial). It is also possible that the patient was not compliant with post surgical instructions. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. The devices were verified to have gone through acceptable sterilization processes and were within their expiration dates at the time of use during the previous surgery. The root cause of this complaint was reported as an infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There were no findings during this investigation that indicate that the reported devices were the source or had a direct connection with the patient's infection.

Event description:
Revision surgery - due to the patient developing an infection; an incision and drainage (I&d) procedure was performed. The surgeon removed the acetabular liner and femoral head due to the location of the infection. He replaced them with a new liner and head.